Manufacturer narrative:
Additional device product code is hwc. This report is for one unknown helical blade. Part and lot numbers were not provided by reporter. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The subject device is reportedly in possession of the patient and is not available for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a titanium cannulated trochanteric fixation nail broke at the base of the helical blade due to non-union. The hardware was explanted on an unknown date. Additional information was requested but not made available. This report is for one unknown helical blade. This report is 2 of 2 for (B)(4).